Event description:
It was reported that the superior vena cava lead coil had a sudden increase in impedance triggering a patient alert. The patient was called in to examine the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.